Event description:
Right total knee arthroplasty performed in 1999. Protuberance reportedly noted along medial side of the knee and radiographs indicated disengagement of locking bar component. Additional surgery performed 2003, to replace locking bar component.